Event description:
It was reported the customer received a compromised force sensor system alarm while priming their insulin pump. The customer also stated insulin was squirting out of the insulin pump when the alarm occurred. Customer's blood glucose was 461 mg/dl. Customer stated they did not treat for their high blood glucose. Troubleshooting found the customer's drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.